Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient has two leads from the same lot number. It was reported the patient wasn¿t receiving effective stimulation coverage. A sjm rep met with the patient and diagnosed testing revealed multiple contacts had invalid impedances. The rep was able to reprogram around the contacts and capture some stimulation. Follow-up info identified the patient¿s stimulation had been intermittent. The patient stated he would turn his stimulation on and he would not feel anything, then after a couple of hours, he would suddenly feel the stimulation but then it would stop again. Surgical intervention may be taken at a later date to address the issue.